Manufacturer narrative:
Product event summary : the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Twenty non-sustained episodes with ventricle-ventricle intervals less than 220 milliseconds from (B)(6) 2016. Evidence of electromagnetic interference (emi)/noise observed on stored electrograms. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was additionally reported that the right ventricular (rv) lead exhibited non-physiologic noise. The rv lead remain in use.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d334drg ICD, implanted: (B)(6) 2013. (B)(4) .

Event description:
It was reported that there was oversensing noted on the patient's episodes. The episodes were isolated to a little more than a week apart and it was not cyclic and was seen simultaneously on both the atrial and ventricular nearfield electrogram (egm). It could not be determined what was causing the oversensing. The implantable cardioverter defibrillator (ICD)nd right ventricular (rv) lead remain in use and will continue to be monitored. No patient complications have been reported as a result of this event.